Manufacturer narrative:
Due to imdrf harmonization, method, results, and conclusion codes were updated. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a consumer (con). It was reported that the battery was explanted on (B)(6) 2018. It was replaced and it was working fine.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a consumer (con). It was reported that the charger would not charge, which led to the stimulator not working. The patient met with their technician, who tried to jump start it twice, but the issue was not resolved. The technician was going to get a doctor to put a new battery in.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implantable neuro stimulator (ins). Patient reported that stimulator is not working. No patient symptoms or complications were reported in this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp). It was reported that the battery was disposed of.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.